Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that with the use of delivery catheter, the right atrial (ra) leadless pacemaker (lp) had caused cardiac perforation at the distal right atrial appendage, leading to pericardial effusion and eventually cardiac tamponade, which was confirmed via transthoracic echocardiogram. Pericardiocentesis was performed, and the patient continued to decompensate. Patient was defibrillated multiple times for ventricular fibrillation with advanced cardiovascular life support protocol initiated. The ralp was not implanted, and the patient was intubated. The patient was given a temporary pacemaker system until patient stabilized. Patient condition was stable and patient was transferred to intensive care unit.